Event description:
It was reported that on (B)(6), 2010, the pt complained of not hearing with her device. Testing revealed that the electrode and ground path impedance could not be measured. No trauma or accident was reported by the parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.